Manufacturer narrative:
Visual and functional inspection confirmed that the tip of the thread of the ieha454 screw has fractured. No lot or order number provided. A definitive root cause could not be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
Dr reported that the implant healing abutment screw had fractured.